Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01 lot# serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain indications. It was reported that they hadn't been able to use their device because the device took so long to do each time. It took 25 minutes to read the pump, and another 20 to do a bolus. When asked for the event date, the patient said the issue had been going on for a very long time. They were upset. They saw their doctor yesterday and were told that they needed a new 'reader' because the device was not reading like it should. The patient also said the loading screen was getting stuck at 90%. The agent walked the patient through clearing the data. The patient was able to connect without lag. The patient was able to access the bolus screen. Troubleshooting steps taken on the call resolved the issue.